Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of adnexa uteri pain ("ovarian pain (and in the area) unrelated to the cycle") in a 38 year-old female patient who had essure inserted (lot no. 626208). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 19-may-2008, the patient had essure inserted. In 2008 she was found to have weight increased ("weight gain and diets / 8kgs"). In 2010 she experienced adnexa uteri pain (seriousness criterion medically important), diarrhoea ("diarrhoea with mucus") and breast pain ("disabling breast pain"). In 2018 she experienced vestibular neuronitis ("vestibular neuritis with frequent and disabling loss of balance"). An unknown time later she experienced neuralgia ("nerves are suffering"), aerophagia ("painful attacks of aerophagia"), dry eye ("eye dryness that wakes me up at night to put drops"), dry mouth ("ent dryness which forces me to wash my nose and gargle to regain some comfort"), ear infection ("frequent external and internal otitis"), pain in extremity ("right hand pain"), wrist pain ("right wrist pain"), shoulder pain ("right shoulder pain") and depression ("depressed with the accumulation and duration over time of various pathologies") and underwent rotator cuff repair ("rotator cuff surgery and torn right ligaments and biceps"). The patient was treated with non-drug therapy (vestibular rehabilitation therapy / physion (2018/2020)) and surgery ( and right carpal tunnel surgery 2020). It was unknown whether any action was taken with essure. At the time of the report, the adnexa uteri pain had not resolved. The outcomes for vestibular neuronitis, diarrhoea, neuralgia, rotator cuff repair, aerophagia, weight increased, breast pain, dry eye, dry mouth, ear infection, pain in extremity, wrist pain, shoulder pain and depression were unknown. No causality assessment was received for essure with regard to adnexa uteri pain, vestibular neuronitis, diarrhoea, neuralgia, rotator cuff repair, aerophagia, weight increased, breast pain, dry eye, dry mouth, ear infection, pain in extremity, wrist pain, shoulder pain or depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 27-sep-2022. The most recent information was received on 04-oct-2022. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of adnexa uteri pain ("ovarian pain (and in the area) unrelated to the cycle") in a 38 year-old female patient who had essure inserted (lot no. 626208). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2008 she was found to have weight increased ("weight gain and diets / 8kgs"). In 2010 she experienced adnexa uteri pain (seriousness criterion medically important), diarrhoea ("diarrhoea with mucus") and breast pain ("disabling breast pain"). In 2018 she experienced vestibular neuronitis ("vestibular neuritis with frequent and disabling loss of balance"). An unknown time later she experienced neuralgia ("nerves are suffering"), aerophagia ("painful attacks of aerophagia"), dry eye ("eye dryness that wakes me up at night to put drops"), dry mouth ("ent dryness which forces me to wash my nose and gargle to regain some comfort"), ear infection ("frequent external and internal otitis"), pain in extremity ("right hand pain"), wrist pain ("right wrist pain"), shoulder pain ("right shoulder pain") and depression ("depressed with the accumulation and duration over time of various pathologies") and underwent rotator cuff repair ("rotator cuff surgery and torn right ligaments and biceps"). The patient was treated with non-drug therapy (vestibular rehabilitation therapy / physion (2018/2020)) and surgery ( and right carpal tunnel surgery 2020). It was unknown whether any action was taken with essure. At the time of the report, the adnexa uteri pain had not resolved. The outcomes for vestibular neuronitis, diarrhoea, neuralgia, rotator cuff repair, aerophagia, weight increased, breast pain, dry eye, dry mouth, ear infection, pain in extremity, wrist pain, shoulder pain and depression were unknown. No causality assessment was received for essure with regard to adnexa uteri pain, vestibular neuronitis, diarrhoea, neuralgia, rotator cuff repair, aerophagia, weight increased, breast pain, dry eye, dry mouth, ear infection, pain in extremity, wrist pain, shoulder pain or depression. Lot number: 626208, manufacture date: 2007-11, expiration date: 2009-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-oct-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.